Event description:
On 11/16/2015 it was reported that the patient passed away due to status epilepticus on (B)(6) 2015. Additional information has been requested from the physician but no further information has been received to date.

Manufacturer narrative:
(B)(4). Corrected data: inadvertently did not include the UDI on the initial report.

Event description:
The physician's office reported that the patient died from a mixture of a bad virus and pneumonia with no relation to vns.